Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump speaker was not working right. This occurred during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During evaluation, the customer reported problem of "speaker not working right" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a dislodged speaker. The rear case will be replaced to correct the reported problem. Unusual audio would not be considered a risk to patient safety, only the absence of audio would be a risk. Unusual audio may be an annoyance, but the pump would still alert the clinician to an alarm condition. It is unlikely that this issue would cause or contribute to a potential death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.